Event description:
The complainant stated that one of the plastic clips on the sling bar came off and the sling hook slid off the sling bar causing the home care patient to fall back onto the bed. No injuries. The clips were found undamaged and were reinserted back into the sling bar.

Manufacturer narrative:
The investigation found that the sling strap was not seated onto the sling bar properly and upon lifting the patient the strap slid off. The sling strap was reseated. The lift is now back in service.